Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 47-year-old female with a history of coronary artery disease (cad) and diabetes mellitus underwent implantation of an impella cp for hemodynamic support during high-risk pci. During the course of care, urine was noted to have a light pink tinge, prompting concern for hematuria. Physicians performed multiple repositioning attempts throughout the day, and placement appeared appropriate on echocardiography. Mean arterial pressure management varied due to the patient¿s existing hypertension and back pain. Physicians elected not to reposition further. The patient was scheduled for pci and device removal post-procedure; however, the exam was canceled and rescheduled for the following day. Later, urine was observed to be red, and hemolysis was confirmed on (B)(6) 2026 at 18:00. The patient survived. The reported event involves mechanical interaction with blood, hematuria, hemolysis, and serious injury. The impella cp remained in use without alarms or mechanical failure. Hemolysis is a recognized potential complication per the instructions for use (IFU), often associated with patient-specific factors such as hemodynamic instability, low pulsatility, arrhythmias, and underlying comorbidities rather than device defect. Per IFU guidance, monitoring plasma-free hemoglobin and adjusting device settings are recommended to mitigate this risk. Based on available information, there is no evidence of a causal relationship between the impella cp and the reported events.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.